Event description:
It was reported that a patient was implanted with an impella 5.5 and had oozing at the axillary pocket that was repaired with stitches and surgicel. Additionally, the patient had ectopy that was treated with lidocaine. The patient was later successfully weaned from the pump and survived. Additional information was received. This occurred intra procedure and the patient did not have bleeding in the axillary upon closure and discharge to the intensive care unit.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.